Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst commented that the outer insulation was missing.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The device was explanted and replaced. It was also reported that right ventricular (rv) lead thresholds had risen to a high range over time and that insulation damage was observed on the right atrial (ra) lead during the procedure. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.